Event description:
It has been reported to philips that the allura xper fd20 system did not start. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint. It was indicated that the host pc had failed. It was replaced and configured and returned back to functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start. The fse checked the system and found that the host pc had failed which caused the system not to start up. The fse replaced the host pc and the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.